Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of serious or permanent harm or injury. The device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, error codes were recorded in the device event log. In addition, dust contamination was confirmed. The device was corrected. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.